Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection showed that the shaft and handle were intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
After the placement of the sheath in the left atrium, the physician observed air bubbles while aspirating the sheath. He repeated this 4 to 5 times and then changed the sheath. The cryoablation procedure was completed without any further issues. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.